Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19 and would only deliver a monophasic shock during testing. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that they have not determined whether or not they will proceed with repairing the device, or when. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer, a biomedical engineer, contacted physio-control to arrange for service on their device. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30. The diode was shorted from legs 5 to 9.